Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for high blood glucose value. The insulin pump failed self-test. The insulin pump had low battery and no delivery alarm. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by infusion set change. The insulin pump will not be returned for analysis.